Event description:
Healthcare professional reported "serous fluid and a deflated expander" and "the seam had blown out." Healthcare professional later reported "device was from the right, radiated side." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "serous fluid and a deflated expander" and "the seam had blown out." Healthcare professional later reported "device was from the right, radiated side." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as surgical damage. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "serous fluid and a deflated expander". And "the seam had blown out". Healthcare professional, later reported, "device was from the right radiated side". Device has been explanted and replaced.